Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, endoscopic image was upside down. In addition, the adapter was heavily decentered and part of the image was cut out when putting on the optics. The probable cause was due to wear and tear damage with customer mishandling and with increasing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported an unknown event related to the video adapter. The event occurred during preparation for use. There was no patient harm or user injury reported due to the event. This medwatch report with patient (B)(6) is the second occurrence. The medwatch report with patient (B)(6) is the first occurrence.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that this phenomenon occurred due to wear and tear damage of the coupler causing unable to hold the endoscope properly. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.